Event description:
The reporter stated that the surgeon was advacing a three piece collamer lens model cq2015 in the injector prior to insertion and the lens tore. No patient contact on injury.

Manufacturer narrative:
Claim: 408949